Event description:
When attempting to inject the glue, it polymerized in the catheter. The nbca was mixed with the 5cc ethidol to 1cc nbca in an unknown syringe. The dextrose was injected into the mc and the glue was drawn into the 3cc syringe. When physician started to inject the glue, the glue did not come out of the mc (ultraflow). Thus he pulled out the mc and was still unable to inject the glue due to solidification in the mc. The physician has been using nbca glue for years and this was the first time this difficulty occurred. The catheter was removed and another of the same catheter was positioned. A second glue was opened and the injection was completed without incident. The glue and the catheter were prepped per the IFU.

Manufacturer narrative:
Please note that there is no device codes available for nbca liquid embolic system ¿glue¿ and reported event ¿inadequate polymerization- polymerized too fast¿ which occurred within the mc. There have been no patient injuries noted. The device history review is expected to be done but has not been begun yet thus additional information will be submitted within 30 days of receipt. The reported issue occurred during two different procedures using two different nbca liquid embolic systems. This is one of two corresponding manufacturer reports: 1058196-2013-00248 and 1058196-2013-00249.

Manufacturer narrative:
When attempting to inject the trufill nbca liquid embolic system (631500/ 328778), the glue polymerized in the catheter. The nbca was mixed with the 5cc ethiodol to 1cc nbca in an unknown syringe. The dextrose was injected into the mc and the glue was drawn into the 3cc syringe. When physician started to inject the glue, the glue did not come out of the mc (ultraflow). Thus he pulled out the mc and was still unable to inject the glue due to solidification in the mc. The physician has been using nbca glue for years and this was the first time this difficulty occurred. The catheter was removed and another of the same catheter was positioned. A second glue system was opened and the injection was completed without incident. The glue and the catheter were prepped per the IFU. The trufill nbca and concomitant microcatheter have not been received for analysis. With review of the available information there are no identified factors contributing to the event. A review of the manufacturing documentation associated lot 328778 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected, there were no nonconformances and no excursions found for the lot. No conclusion can be made regarding the reported early solidification of the glue in the mc. Therefore, monitoring of this issue will continue with no corrective actions at this time. The reported issue occurred during two different procedures using two different nbca liquid embolic systems. This is one of two corresponding manufacturer reports: 1058196-2013-00248 and 1058196-2013-00249.